Event description:
It was reported that the lead dislodged. It was also reported that repositioning the lead was not possible because the physician could not manipulate the lead to the ventricle and it was not possible to advance the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut and there was blood in/on the helix/lobe mechanism.